Manufacturer narrative:
The customer's products have been requested for investigation. A follow-up report will be filed once the product is returned or additional information is obtained. The actual date when the event occurred in unknown. The date listed is the date when abbott diabetes care became aware of the event. The date of manufacture is unknown. The date listed is the date when abbott diabetes care became aware of the even all pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported receiving lower readings from his adc freestyle libre sensor than a subsequent reading obtained at a hospital. It was further reported that on an unspecified date he received a ¿lo¿ (a reading less than 2.2 mmol/l or 40 mg/dl) and a reading of 6.4 mmol/l (115 mg/dl) from his sensor. At the time when the readings were received he felt ¿weak and had no strength¿ so he contacted his healthcare provider by phone and was told to go to a hospital for a check-up. At the hospital, a reading of 10.6 mmol/l (191 mg/dl) was received, customer was diagnosed with hyperglycemia and treated with an insulin injection. There was no report of death or permanent injury associated with this event.

Event description:
Customer reported receiving lower readings from his adc freestyle libre sensor than a subsequent reading obtained at a hospital. It was further reported that on an unspecified date he received a ¿lo¿ (a reading less than 2.2 mmol/l or 40 mg/dl) and a reading of 6.4 mmol/l (115 mg/dl) from his sensor. At the time when the readings were received he felt ¿weak and had no strength¿ so he contacted his healthcare provider by phone and was told to go to a hospital for a check-up. At the hospital, a reading of 10.6 mmol/l (191 mg/dl) was received, customer was diagnosed with hyperglycemia and treated with an insulin injection. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Since no product has been returned, extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. A valid sensor serial number was not provided. The reported complaint does not pertain to the freestyle libre reader. Therefore, no further investigation into the reader will be required. The dhrs (device history review) for all libre sensor kits within expiration at the time of complaint were reviewed and showed there were no deviations from the validated manufacturing process and no issues identified that could have led to the complaint. Clinical data was reviewed and confirmed that libre sensors continue to be safe, effective, and perform as intended in the field. Stability data for libre sensors was reviewed and showed no anomalies or non-conformances that could lead to the complaint. A tripped trend review was conducted for the reported complaint and libre sensors and found no tripped trends. If the product is returned, the case will be re-opened and a physical investigation will be performed.